Event description:
It was reported that this right ventricular (rv) lead has exhibited a gradual rise in shock lead impedance that has reached out of range measurements. This rv lead remains in service and will continue to be monitored. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has exhibited a gradual rise in shock lead impedance that has reached out of range measurements. This rv lead remains in service and will continue to be monitored. No adverse patient effects were reported. Additional information was received and code 1005 indicative of an open circuit condition during shock delivery has been recorded. Technical services (ts) was consulted and recommended evaluation options. This rv lead remains in service. No adverse patient effects were reported.